Event description:
The customer reported the daily checks failed and there were partial vote outs (non-numeric test results) for the white blood cell (wbc) parameter when using the unicel dxh 800 coulter cellular analysis system in their laboratory. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There were no erroneous test results with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the system and noticed that the wbc (white blood cell) apertures were degraded and were not working. The fse replaced the wbc bath and the instrument ran passing all controls and generating proper wbc results. The repairs were verified per established procedures. (B)(4).